Manufacturer narrative:
The reported event of leak, bent, and damaged sheath was confirmed. Functional testing could not be performed due to the condition of the returned hemostasis sheath seal. Microscopic inspection revealed tearing on the proximal side of the hemostasis seal, which is consistent with the reported event. The hemostasis sheath and dilator had been kinked and both components distal tips had been nicked. The cause of the reported leak is consistent with the torn seal. The cause of the torn seal, damaged hemostasis sheath and dilator is consistent with damage during use. The ultimum introducer sheath instructions for use (IFU) instructs the user to insert the dilator into hemostasis valve and then follow normal accepted practice for vessel puncture, guidewire insertion, vessel dilator and hemostasis introducer use. The ultimum hemostasis introducer for use (IFU) states that upon removal of the hemostasis introducer, proper precautions should be taken to prevent bleeding. The ultimum hemostasis introducer for use (IFU) cautions the user to withdraw components slowly (withdraw the needle slowly from the dilator and withdraw the dilator slowly from the sheath) to minimize the vacuum created during withdrawal. All air should be aspirated slowly from the sheath using a syringe attached to one of the sideports of the three-way stopcock. Also the dilator, sheath, and catheter should be frequently flushed with saline to minimize the potential for air emboli. The ultimum introducer sheath instructions for use (IFU) cautions that the user should not attempt to insert a catheter having a distal tip or body larger than the introducer size indicted.

Event description:
The hemostatic valve on two ultimum hemostasis introducer devices leaked and the devices rigidity were too flexible resulting in a bend. At the insertion of the devices, the sheath was damaged. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Reference 3005334138-2018-00165 for other device.